Event description:
During a coronary drug eluting treatment procedure, difficulty removing the deflated balloon from the stent was encountered. The treatment was for a moderately calcified and moderately tortuous lesion in the mid left anterior descending artery (lad). The lesion was predilated with a 3.0 x 15 maverick balloon. After predilation the taxus express2 - 3.50 x 28 mm stent was successfully deployed at 8 atms. However, upon deflating the balloon the physician was unable to remove the balloon from the stent. The physician believed the balloon was sticking to the stent. The physician then deep seated the guide catheter down the lad and removed the balloon intact. The physician then post-dilated with a 3.75 x 9 mm maverick balloon. No further intervention was needed. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."